Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 514 mg/dl, and was addressed by delivering a bolus, via the pump. Troubleshooting with tandem technical support (cts) indicated a bent infusion set cannula. Reportedly, the cartridge was used past labeling with humalog insulin. Cts educated the customer that insulin should not be used past labeling. The customer acknowledged the information. It was indicated that the customer will insert a new infusion set and resume insulin delivery. Customer did not provide infusion set information.